Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act buttons due to corroded keypad traces. It unable to perform the testings due to unresponsive buttons. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while she was trying on clothes and did not know if buttons were being pressed. Customer stated she suspended the insulin pump because her blood glucose was due to over correcting. She treated with juice and food. Blood glucose value is unknown. Customer was advised to discontinue the use of the device. The insulin pump was replaced and returned for analysis.